Manufacturer narrative:
Product complaint # (B)(4). Batch # r5az4u. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please provide more event details? Was the reverse button attempted? If so, did it function properly? If no, please explain. Was the manual override lever attempted? If so, did it function properly? If no, please explain. Did the jaws of the device eventually open?

Event description:
It was reported that during an unknown procedure, unable to open after 2nd firing. Unknown if the surgery was delayed. Unknown as to how the procedure was completed. Unknown if any fragments were generated. There were no adverse consequences for the patient.